Manufacturer narrative:
(B)(6). Date of event is best guess.

Event description:
According to the complaint received, a customer reported that a nurse did not notice a crack in the safepico syringe before she initiated the blood aspiration. In the middle of the blood aspiration, blood sprayed out from the crack in the syringe. The nurse was wearing gloves and did not come into contact with the blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.